Event description:
It was reported that auth caller husband, just put a new catheter in 2 days ago and it stopped working, this has happened before. Item 57123516ce, lot # myjn2769 by bard medical. He would like to have one on bo advised that it is still on bo. Sending replacement qty-1 of the product. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.